Manufacturer narrative:
Manufacturer contacted the physician to obtain additional information related to this event. The physician stated the system did not malfunction and performed as designed. It was confirmed the patient sustained a 2nd degree burn to the vagina. Through the investigation, it was confirmed the physician removed the speculum from the vagina resulting in an inadequate seal which caused the fluid leak. Per agreement between FDA and manufacturer, effective (B)(6) 2008, a 2nd degree burn, not classified as "extensive" and does not involve both internal and external anatomy, shall be reported to FDA as a malfunction event type. Based on the information reviewed, there is no indication of a product deficiency. All handpieces meet all qa specifications prior to being released, including adequate sterilization. The IFU instructs the user to "during ablation, the saline temperature continues to rise until 90°c is reached, and the user must continuously: monitor the cervical seal for fluid loss and to confirm a tight cervical seal. Maintain a stable procedure sheath position throughout the procedure. Monitor the screen for fluid loss level." Warnings and cautions related to an event of this nature are included in the IFU for genesys hta, including but not limited to: "confirm that the vaginal speculum is an adequate size (width and length) to assure full separation of vaginal and vulvar tissue away from the procedure sheath, to avoid inadvertent thermal injury, and to provide visibility of the cervix. The temperature of the sheath at this location could be up to 65°c." "Do not rest the procedure sheath on the vaginal speculum during the procedure." "Leave the vaginal speculum in place throughout the procedure."

Event description:
After an otherwise uneventful and nominal procedure, the user noted and reported an area of unintended thermal effect on the posterior part of the vaginal introitus transitioning onto the perineum. Further investigation identified that user removed the speculum from the vagina prior to initiating the ablation and the procedure was conducted in absence of the speculum. Direct contact between the relatively hot sheath and the tissue, when combined with the time of tissue exposure to heat likely caused the described event. There were no reports of device malfunction during the procedure.